Event description:
A product complaint has been issue for the defective item. Item 412143 7 cs. Description: item leaking. Customer open 1cs and used the 1bx ( 2bx/cs ) but 1bx was leaking. They stopped using the entire order ( 7cs ).